Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced being thirsty, blurred vision, and frequent urination. An ambulance was called by the patient´s son. When a fingerstick was taken before going to the hospital the cgm was reading 165 mg/dl, and the blood glucose reading was 296 mg/dl. When a fingerstick was taken in the ambulance the blood glucose reading was 400 mg/dl, and the cgm device showed a signal loss. The patient was brought to the hospital where they received with insulin and sodium chloride (this would refer to intravenous treatment). Patient was discharged after spending less than 24 hours at the hospital, and the blood glucose reading was around 200 mg/dl at that time. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.